Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the brake button was noted to be broken from the device. A connect/disconnect test and a tug test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to functionally test the rotablator plus unit. No speed was met. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (B)(4).

Event description:
It was reported that brake button was stuck. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During preparation, the physician felt resistance upon inserting the rotawire to the rotalink¿ plus. When the wire was already inserted, the physician tested the rpm before inserting the rotalink¿ plus into the patient and it was noted that a nitrogen leak sound was heard and the break defeat button detached from the advancer. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that brake button was stuck. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use. During preparation, the physician felt resistance upon inserting the rotawire to the rotalink plus. When the wire was already inserted, the physician tested the rpm before inserting the rotalink plus into the patient and it was noted that a nitrogen leak sound was heard and the break defeat button detached from the advancer. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.